Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged damage to the would is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error.

Event description:
The following information was reported to kci by the nurse: the nurse inquired about an order for v.a.c. Whitefoam dressing that was placed 1 week prior, which they had yet to receive. During that time period, the home health nurses used granufoam dressing which allegedly "damaged" the wound. The physician stated they could not reapply v.a.c. Therapy due to the damage. No additional information is available.